Event description:
It was reported that the case of the external pulse generator had physical damage, that it had a crack, and a hole in it. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case had physical damage. Analysis found the upper and lower cases as well as the battery drawer broken, the battery release, side bail covers and ring cover contaminated, the lead flex cover corroded, the battery contacts compressed, the serial number label torn, that the liquid crystal display (lcd) was bleeding pixels and that it needed a battery drawer o-ring.